Manufacturer narrative:
(B)(4).

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 they experienced unrecoverable loss of antenna, passed threshold. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver (part number stk-gl-001/serial number (B)(4)/lot number 5195771), being used with the complaint transmitter, was returned on (B)(6) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of an unrecoverable loss of antenna, passed threshold. The root cause was determined to be a hardware component failure.